Event description:
It is reported that the pt's right knee was revised due to pain, instability, and loosening of the femoral component.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Manufacturer narrative:
(B)(4). Medical product: catalog #00596204010, nexgen prolong lps-flex articular surface, lot #61154866 catalog #00111214001, palacos radiopaque bone cement, lot #67654195 - this bone cement is manufactured at heraeus medical and distributed through zimmer orthopaedic surgical products. Evaluation summary: surgical notes were returned for both the implant and revision surgeries. The implant surgical notes indicated that the trial reduction allowed the knee to come to full flexion and full extension with no varus or valgus instability. The revision surgical notes state that x-rays showed good alignment and no evidence of loosening however, physical exam showed instability at full extension. Intra-operatively the articular surface was revised to a 12mm to obtain stability and the femoral component was found to be loose and was easily removed with an osteotome. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation. A definitive root cause cannot be determined with the information provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This follow-up report is being submitted to relay additional information. Femoral component and articular surface were returned. Visual inspection of both components identified signs of use. Bone cement was adhered to the femoral component. Additional information does not affect the root cause.

Event description:
It is reported that the patient's right knee was revised due to pain, instability, and loosening of the femoral component two (2) years, seven (7) months post primary implantation. No additional information is available.